Manufacturer narrative:
H.10: through follow-up communication livanova learned that eventually only the patient pump was replaced and not the distribution board which was only placed on order. Thus, the cause of the reported event is traceable to a defective patient pump. The most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report

Event description:
See initial report.

Manufacturer narrative:
H.10: within the previous follow up report it was reported that: "through follow-up communication livanova learned that eventually only the patient pump was replaced and not the distribution board which was only placed on order. Thus, the cause of the reported event is traceable to a defective patient pump. The most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions." The above root cause statement was incorrect. Please consider valid the below: "through follow-up communication livanova learned that eventually only the patient pump was replaced and not the distribution board which was only placed on order. Thus, the cause of the reported event is traceable to a defective patient pump. Considering device manufacturing date, it cannot be ruled out that the pump had an early mechanical failure."

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the unit was commissioned earlier this year and it was working well for a few months. Reportedly, the customer follows device instruction for regarding cleaning and disinfection.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to the patient pump which was not running until turned by hand. The patient pump and the distribution board were replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump at the startup of the unit. There was no patient involvement.